Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent fluctuating blood glucose levels (25-300 mg/dl). Reportedly, the pump carbohydrate (carb) ratio had been adjusted due to the customer being sick and was not adjusted back when the customer was no longer sick. At the time of the report the customer experienced a bg level of 25 mg/dl, the customer had fallen and sprained their ankle and knee. The paramedics were called and the customer was treated with glucose. Tandem technical support guided the customer through adjusting the pump settings. Customer delivered a bolus to bring elevated bg levels to target range.